Event description:
It was reported that the modular cable had buildup. There were no alarms but in a case of needing to change the modular cable, the clinician felt that they would be unable to do so. The patient would continue with usual care and await recommendations on how to clean the modular cable.

Manufacturer narrative:
Device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted photo confirmed debris around the modular cable inline connector; however, a specific cause for this finding could not be conclusively determined through this evaluation. The account submitted a photo of the pump cable and modular cable (attached). The photo appeared to capture a buildup of foreign debris surrounding the modular cable inline connector and bend relief. The photo also revealed the modular cable jacket and inline connector bend relief was discolored. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the heartmate 3 modular cable, lot number 199090. No product available for evaluation. The relevant sections of the device history records for the modular cable, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 8 of the IFU, ¿equipment storage and care,¿ contains information regarding how to clean and care for the driveline. This section states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook, ¿living with the heartmate 3,¿ also contains information regarding how to clean and care for the driveline. Section 10 of the patient handbook, ¿safety checklists,¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.